Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Device eval: one swg was returned for eval. Upon examination of the swg, a dried biological substance appearing to be blood was observed throughout the entire length of the swg, indicating signs of use. The swg was observed unraveled approx 21.5cm from the proximal end and one kink was observed 19.5cm from the proximal end. The core wire appeared to have broken at the distal weld. Microscopic examination confirmed the core wire broke adjacent to the distal weld. The length of the core wire and outside diameter were measured and were within specification. No mfg defects were found during this investigation. The products' instructions for use describe suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that withdrawing the swg against the needle bevel or use of excessive force during removal could damage or break the swg. A device history record review was completed for this issue and there were no relevant findings. The original report that the physician is experiencing difficulty with this catheter could not be confirmed since the catheter was not returned for eval. However, it is confirmed that the core wire of the returned swg broke adjacent to the weld. The selected insertion site and pt anatomy may present a tortuous path that could contribute to the possibility of swg kinking. Swg breakage may occur if a force greater than the design specification is applied during removal. Since the investigation could only be completed on the swg, the potential cause is procedure / pt anatomy.

Event description:
It was reported that the physician is experiencing difficulty with this catheter. Once the catheter comes in contact with blood, it becomes sticky and grabs the spring wire guide (swg). There have been no delays in treatment, no pt death and no pt complications reported. There has been no known harm to pt.